Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The medicon certificate indicated that the reference date was 2017/02/28. The reference date should have been 2017/03/07. The medicon product labels were also reviewed and indicated the reference date as 2017/02/28. Therefore the reported event was confirmed as a customer service entry error. (B)(4).

Event description:
It was reported that date on the certification was incorrect. The brachytherapy procedure was scheduled to be performed on (B)(6) 2017.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that date on the certification was incorrect. The brachytherapy procedure was scheduled to be performed on (B)(6) 2017.